Event description:
It was reported that staff advise patient line inserted for long term IV gamma globulin therapy. Line noted to be leaking and taped over area of leaking. Patient in clinic for review and treatment, decision made to remove PICC line and arrange insertion of replacement access. Line inserted (B)(6) 2023 r basilic position. Mark at skin 10cm, skin to hub 20cm. Line secured with cavilon, kendall dressing, histoacryl glue and securacath retainer placed. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr powerpicc solo was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned device. A circumferentially aligned split was observed along the molded suture wings. A microscopic observation revealed sharp, even fracture edges. Striations were observed along the catheter break site inside the molded suture wings from a sharp, grind sharpened instrument. Based on an analysis of the returned catheter, it was determined that the cause of failure for the split in the catheter suture wings was due to a sharp, bladed instrument coming into contact with the device. This complaint will be recorded for future trending and monitoring purposes.